Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets cannula kinked event on 29-jul-2024 within 3 or more hours after insertion. The infusion set has been used for over 3 hours. Insertion site was abdomen.patient regularly rotate site location. Furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion.the blood glucose level was 440 mg/dl at the time of event, therefore the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and removal can bend slightly. No further information was available.